Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that at the time of the sling implantation the patient concurrently had a hysterectomy and has experienced pain, dyspareunia and stress urinary incontinence. The patient underwent a removal procedure on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with hysteroscopy, d&c, novasure endometrial ablation, cystoscopy due to sui and menorrhagia. It was reported that patient underwent cystoscopy, collagen injection and suburethral sling excision on (B)(6) 2010 due to sui and dyspareunia. It was reported that patient underwent cystoscopy and transurethral collagen injection on (B)(6) 2010 due to sui. No additional information was provided.